Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture without a lot number provided or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product has been returned and no lot number provided.

Event description:
Patient status post pdc implantation with complaint of continued / increased pain. Patient sought a second opinion and is scheduled for revision secondary to pain.